Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of damage to the image sensor unit due to usage stress, external factors, user handling/mishandling and or circuit board component failure. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.6 inspection of the endoscopic system inspection of the endoscopic image 1. Before inspection, wipe the objective lens using clean, lint-free cloths. 2. Turn on the video system center, light source, and video monitor. Inspect the endoscopic image. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is on and that the endoscopic image is free from irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the tip of the image does not come out. In addition to the reportable findings documented in b5, the non-reportable findings are as follows; the bending section cover had a scratch and the adhesive was chipped, due to wear of angle wire, the bending angle in up/ down direction does not meet the standard value, indication on up/ down plate is peeled, the right/ left plate had discoloration, the video connector case was cracked and deformed, and the indication on light guide connector was not correct. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd endoeye laparo-thoraco videoscope had a scope error. The issue occurred during an unknown therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.